Manufacturer narrative:
The device was evaluated by a field service engineer (fse) and confirmed that the device displayed a blower high temperature alarm (1122). The fse determined that the motor control (mc) board had failed and required replacement to resolve the error code. The fse repaired the device in accordance with the service manual, and replaced the mc board, and power management (pm) board; the error code was cleared.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a blower high temperature alarm. The device was in clinical use when the issue occurred; the patient was moved to a different system. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a blower high temperature alarm. The rse provided the customer with the part numbers for a replacement power management (pm) board, and motor control (mc) board. The customer opted for onsite service. The investigation is ongoing.